Event description:
Patient initially tested with triage cardio profiler which gave results of troponin I (tni) ,<0.05 ng/ml. Blood draw taken 90 minutes later tested with triage cardiac panel and showed elevated tni = 0.14 ng/ml. Patient was admitted to hospital. Testing ws repeated 8 hours later with access tni and results showed normal levels of tni = 0.01 ng/ml. Patient had coughs, body aches, light headache, no chest pain.

Manufacturer narrative:
Complaint investigation pending.